Event description:
The physician uneventfully deployed nine coils into the anterior communicating artery (acom) aneurysm. However, resistance was felt as the tenth coil (the subject device) was being advanced through the microcatheter. As the physician slightly retracted the catheter, 1cm of the subject device came out from the catheter distal end. This resulted in the subject device becoming entangled in the implanted ninth coil. Subsequently, this caused the ninth coil to protrude from the aneurysm and move into the catheter where it became stuck. The physician successfully removed both coils using a snare retrieval device. Other coils were placed into the aneurysm to complete the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The device became entangled in the previously implanted coil causing it protrusion from the aneurysm. A snare retrieval device was used to remove both coils. Therefore, due to the procedural factors encountered during the procedure a root cause of operational context has been assigned to the event.

Event description:
The physician uneventfully deployed nine coils into the anterior communicating artery (acom) aneurysm. However, resistance was felt as the tenth coil (the subject device) was being advanced through the microcatheter. As the physician slightly retracted the catheter, 1cm of the subject device came out from the catheter distal end. This resulted in the subject device becoming entangled in the implanted ninth coil. Subsequently, this caused the ninth coil to protrude from the aneurysm and move into the catheter where it became stuck. The physician successfully removed both coils using a snare retrieval device. Other coils were placed into the aneurysm to complete the procedure. There were no reported clinical consequences to the patient.